Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, 95 % stenosed, mid left anterior descending (lad) coronary artery. A 3.00 x 23 mm xience prime stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and upon deployment of the stent implant at 14 atmospheres, a distal edge dissection occurred due to the artery being narrowed at the distal end of the stent implant. A 2.50 x 23 mm xience prime stent implant was deployed to successfully cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.